Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber melted while in use with an hc500 humidifier.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was not made available for evaluation, with the hospital informing us that the chamber was "nowhere to be found". The hospital biomed who reported the problem has also reported that he carried out a maintenance check on the hc500 humidifier that was used in conjunction with the chamber. Performance tests of the mr290 chambers were carried out recently, using various setups with and without water in the chamber and with the temperature probes correctly and incorrectly connected. The purpose of the testing was to determine whether it was possible to generate the melting temperature of the dome plastic inside the chamber with a correctly working heater base and temperature probe. Results: the hc500 passed all functional test required for this product and no fault was found with it. During testing of the mr290 chambers, we were unable to determine what caused the problem as reported by the hospital as we were unable to replicate the issue during testing. It was found during testing that the heater base would activate thermal cutout long before the chambers reached melting temperatures. The heater base would then shut off the heater plate, preventing further heating of the chamber. Only one other incidence of this type that has been reported to us. A lot check could not be performed as no lot number was provided. Conclusion: without the chamber, we cannot determine what caused the problem as reported by the customer. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.